Event description:
Info received indicates the left foot siderail is not latching.

Manufacturer narrative:
The tech found that the latch plate was bent, preventing the siderail from latching. He straightened the latch plate and the siderail raised, lowered and locked properly.